Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation as the patient was unable to be contacted with follow-up questions. The patient alleged that the problem with the meter started on (B)(6) 2014, when she obtained a blood glucose result on the subject meter of ¿300 mg/dl¿ and ¿115 mg/dl¿ on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported administering an increased dose of insulin (3 units) in response to obtaining the alleged high reading. She reported, at an unknown time, on (B)(6) 2014, after the issue with the meter started and after administering the increased insulin dose, she developed ¿hypoglycemia¿ and consumed glucose tablets/glucose gel to treat her symptoms. During troubleshooting, the cca noted the patient had been using the correct testing technique, the subject meter was set to the correct unit of measure setting, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. Although the patient developed ¿hypoglycemia¿ and self-treated with glucose, there is no indication that she experienced a severe diabetes excursion as she did not require medical intervention for her condition. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria and the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patient¿s meter and test strips have been returned on 1/2/2015 and 2/13/2015, evaluated by lifescan product analysis on 1/14/2015 and 3/10/2015 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.